Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant (left) and an unknown mentor gel implant (right) experienced bilateral rupture and bilateral baker¿s grade IV capsular contracture post procedure. As a result, bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed. This report relates to the right implant. The left sided rupture was previously reported under 1645337-2019-11368. On (B)(6) 2019 mentor received additional information and initial awareness of bilateral issues.